Manufacturer narrative:
Device evaluation indicated that the source of the pocket pain could not be determined. The ipg passed all the required tests and revealed no anomalies. The leads were cut and only the proximal ends were returned. Damage to the device is a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient was experiencing pain at the pocket and midline incision sites. It was determined that the ipg was too close to the spine and the anchors were very superficial. The patient underwent an explant procedure and was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pain at the pocket and midline incision sites. It was determined that the ipg was too close to the spine and the anchors were very superficial. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.